Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Additionally, it was reported that an unexpected reset occurred. During troubleshooting with tandem technical support, the customer corrected the date, replaced the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 132 mg/dl.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Additionally, it was reported that an unexpected reset occurred. During troubleshooting with tandem technical support, the customer corrected the date, replaced the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 132 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.